Manufacturer narrative:
The device was inadvertently left inside the patient. No information about specific part number, lot number or other details were provided. The labeling states that the device is not absorbable and must be removed from wound prior to wound closure. The labeling further states that the device must not remain in the wound for longer than 24 hours. In conclusion the product functioned properly and stopped the bleeding. The device was left in the wound due to a user error. The labeling clearly states that the device cannot be left in place for more than 24 hours and must be removed.

Event description:
A quikclot hemostatic dressing (either quikclot 4x4 or quikclot z-fold) was used during a surgical oncology / trauma laparotomy procedure sometime between (B)(6) 2018. During a post operative x-ray scan it was noted that the quikclot hemostatic dressing remained inside the patient. The quikclot hemostatic dressing was removed on (B)(6) 2018. The patient is in stable condition. There were no problems with the use of the quikclot hemostatic dressings. Although this incident was directly related to user error and not directly related to the device, this is being reported in an abundance of caution.